Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced blood glucose (bg) levels above 600 mg/dl leading to diabetic ketoacidosis. The customer subsequently experienced dehydration and chest pains. Reportedly, the customer believed that the pump was not delivering insulin. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2019. Customer received a stress test and bg was treated with fluids and manual injections of insulin. Reportedly, the customer was released on (B)(6) 2019 feeling better and did not sustain any permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.